Manufacturer narrative:
The physician zip code was missing in the initial report, which is included in this report.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that patient ipg was explanted and replaced due to being inoperable. Therapy restored post-operatively.